Manufacturer narrative:
Product complaint (B)(4). Section b5: additional information was received on 25-jan-2023 reporting that the assistant did not understand the length of the delivery wire, and that the event was user related. Complaint conclusion: it was reported that a patient underwent a stent-assisted endovascular embolization procedure using a 4mm x 30mm enterprise 2 notip (encr402312/unknown lot) vascular reconstruction device (vrd) and that during the procedure, the device was placed distally from the target site. Per the event description, a guiding catheter (unknown device details) was raised towards the vertebral artery (va). A microcatheter for coil delivering was placed close to the aneurysm. A microcatheter (prowler select plus) was placed close to the posterior cerebral artery (pca) and the complaint device was inserted. An assistant was assigned to insert the delivery wire from the introducer, and the physician was watching the screen. The assistant ended up inserting the delivery wire to the posterior end of the introducer, and when the physician watched placement by fluoroscopy, it was seen that the stent was placed distally from the target site. It was mentioned that there was no perforation. The physician then released a new stent into the target position and completed the surgery. It is unknown if continuous flush was performed. Additional information received indicated that the assistant did not understand the length of the delivery wire, and that the event was user related. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Deployment difficulty was experienced, and the stent was inaccurately placed, which may or might have led to damage to healthy intima, possible side branch occlusion, and/or the need for additional intervention. In this case, a new stent was implanted in order to avoid patient injury. Per the enterprise 2 instructions for use (IFU): position the stent for deployment by aligning the stent positioning marker of the delivery wire with the target site. If stent positioning is satisfactory, carefully retract the infusion catheter, while maintaining the position of the delivery wire, to allow the stent to deploy across the neck of the aneurysm. The stent will expand as it exits the infusion catheter. Do not detach the stent if it is not properly positioned in the vessel. Do not deploy the stent if the position of the infusion catheter delivering the embolic coils has been lost. The assistant physician reportedly did not understand the length of the delivery wire. Another stent had to be used. Therefore, this event meets MDR reporting criteria with the classification of ¿serious injury¿. The file will be re-reviewed if additional information is received at a later date. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that a patient underwent a stent-assisted endovascular embolization procedure using a 4mm x 30mm enterprise 2 notip (enc403000/lot unknown) vascular reconstruction device (vrd) and that during the procedure, the device was placed distally from the target site. Per the event description, a guiding catheter (unknown device details) was raised towards the vertebral artery (va). A microcatheter for coil delivering was placed close to the aneurysm. A microcatheter (prowler select plus) was placed close to the posterior cerebral artery (pca) and the complaint device was inserted. An assistant was assigned to insert the delivery wire from the introducer, and the physician was watching the screen. The assistant ended up inserting the delivery wire to the posterior end of the introducer, and when the physician watched placement by fluoroscopy, it was seen that the stent was placed distally from the target site. It was mentioned that there was no perforation. The physician then released a new stent into the target position and completed the surgery. It is unknown if continuous flush was performed.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Date of event: the date of the event was not reported. The product lot number was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, b5, e1, e2, e3, g3, g6, h2, h6 and h10. Section b5: additional information was received on (B)(6) 2023 indicating that the procedure date is unknown. The lot number is unknown. The enterprise stent length was unknown, but the sales rep thinks the margin was more than 10 mm because of the model number and the size, and the neck diameter of the aneurysm. The distal and proximal vessel diameter is unknown. It¿s unknown if the marker position was observed during the coiling procedure to ensure that the stent did not migrate from its deployed position. There were no details available regarding if there were interactions with another device that caused the migration. Coils were maintained within the aneurysm sac, but details about the coils were unknown. There was no evidence of obstructed blood flow due to the event. No patient information was available. Section e1. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.